Event description:
It was reported "it appears that the wing of the sheath has come away at an incorrect time in the procedure". The physician reported when he went to tear away the sheath "the one side along the one perforation line on the sheath was tearing away as is expected while the other side along the other perforation line did not tear away". He managed to tear the sheath away by using some force, being careful not to dislodge the catheter body. There was no patient harm and no additional intervention needed. The patient was "not affected by incident".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of peel away sheath tabs broke off in use was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "advance the dilator and sheath together with slight twisting motion over guidewire into vessel.". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "it appears that the wing of the sheath has come away at an incorrect time in the procedure". The physician reported when he went to tear away the sheath "the one side along the one perforation line on the sheath was tearing away as is expected while the other side along the other perforation line did not tear away". He managed to tear the sheath away by using some force, being careful not to dislodge the catheter body. There was no patient harm and no additional intervention needed. The patient was "not affected by incident".